Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discarded. The review of trending data for the failure mode (false positive) was completed. False positives are a known possible outcome. The complaint rate for false positives is under the expected threshold of 2% (label claim)/1% (internal warning limit). There are no open issues identified after the review of capas, scars, and ncmrs at this time nor any previous complaints from this customer associated with false positive result issues prior to received date of january 31, 2022. Lucira health will continue to monitor trends related to false positive results. Based on the complaint review, no harm was reported within the complaint. Based on the limited information available, root cause cannot be determined. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed two additional lucira tests and a rapid test to confirm and results were negative.